Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that contact 3 was at 3014 ohms and was out or range. The cause was unknown, and the issue was resolved at the time of the report. Surgical intervention was said to occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the event date was unknown. It was also said that there was no surgical intervention and it was a mistake to put that. The information was confirmed with the physician. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.